Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported in a supplemental report.

Event description:
Used during a bilateral navigated tkr using ortholocks, hence using the pins. It broke in the tibia. Surgeon broke the apex self-drilling pin because he started the drilling of the pin too quickly. It has been advised prior that he starts slowly and then builds up some speed when placing and removing, which was not done. Surgeon accepts the breakage and acknowledged why it broke. Surgeon satisfied with leaving the broken end of pin in situ. Doesn't believe it to be a problem.